Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed unexpected restart. Alarm history showed unexpected restart, external ram error and displayable history failed alarms. Customer stated a temporary basal was not programmed before the alarm occurred. The device was stored or not in use for an extended period of time. She had it off for a day to a day and a half. Customer was instructed to program a normal bolus into the air; bolus amount was recorded in the bolus history. The insulin pump did not pass the self test as instead of getting test complete she got a reset alert. Nothing further reported.